Event description:
It was reported that during a surgical procedure, the drill heated up. Backup equipment was used to complete the procedure, with no reported delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.